Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call of a damaged belt clip. Customer's blood glucose was 30mg/dl at the time of incident. Troubleshooting found that the customer treated for the low but declined to further troubleshoot. No further details given. Insulin pump will not be returned.